Event description:
The complaint is reported as: "when taking the neb kit out of the packaging connecting it up and testing it before use on the patient, it was noted that the neb kit was not able to produce mist." No patient injury reported.

Manufacturer narrative:
A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The device was not returned for evaluation, therefore, the complaint could not be confirmed and a root cause could not be established. If the device is returned, a follow up report will be submitted with the investigation results.